Manufacturer narrative:
Additional information in h3, h6, h10. H10: the device was received for evaluation with the aluminum foil peeled. Visual inspection was performed and noted a small crack on the opening of the cap. The reported condition was verified. The cause of the condition could not be undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked on the opening. This was identified after use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.